Event description:
The customer stated that the architect analyzer generated a falsely elevated stat troponin-I result on one patient sample. A male in the ER on (B)(6) 2013, pt#1 - initial result was 0.042ng/ml. The customer stated that the sample was plasma collected in bd pst lime green tube and centrifuged for 10 min at 3500 rpm. The patient was admitted to the hospital. A subsequent sample was drawn, retested, and generated a result of 0.000ng/ml. The customer stated that they repeated the first sample on a different architect (serial number (B)(4)) with a different lot of reagent and the result was 0.003ng/ml. The same sample was then repeated on architect (serial number (B)(4)) and the result was 0.021ng/ml. The customer uses a cut off for troponin of 0.028ng/ml. There was no adverse impact to patient management reported. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed discrepant and erratic patient results, while using architect stat troponin-I, list 2k41-37, lots 08650un13 and 46370un13. A review of customer complaints for lots 08650un13 and 46370un13 did not identify an increase in complaint activity. Accuracy testing was completed using retained kits of reagent lots 08650un13 and 46370un13. The testing was within specification for each reagent lot, which demonstrated acceptance criteria was met indicating acceptable product performance. A review of limitations of the procedure section of the architect stat troponin-I package insert and the specimen collection and preparation for analysis section addresses the customer's issue and provides conditions that may cause erroneous results. Additionally, irregularities in the trigger / pretrigger station of the architect I system have resulted in per the architect poorer functional sensitivity in the architect stat troponin-I assay. If poor precision performance is suspected in the architect stat troponin-I assay, the trigger / pretrigger station should be checked for sub-optimal hardware, such as cracked straws and / or leaking valves, and repaired. A deficiency was not identified as panel testing shows that the likely cause lots performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves discreet samples. No additional issues were identified; no further action is required at this time.